Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of a "large haze" emitting from the sterrad® 100nx sterilizer. There was no report of injuries or human reactions. The customer has turned the unit off and taken it out of service. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit for the past 6 months (05/10/2015 to 11/06/2015) did not reveal a significant trend for this same issue; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low."; the assignable cause of the haze/mist/vapor issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. Asp will continue to track and trend this issue.